Event description:
A ge field engineer observed at a customer site that the tabletop for revolution xr/d system unexpectedly moved without resistance in the longitudinal and lateral direction (free float) at start-up. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The fe evaluated the system and found a bent actuator and damaged table logic board that caused the table locks to be in constant float mode. The fe repaired the actuator and table logic board and verified that the locks were functioning properly.